Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they hospitalized due to high blood glucose on (B)(6) 2019. The customer¿s blood glucose level was of 500 mg/dl. Customer was treated with fluids for high blood glucose level in hospital. Customer was assisted to troubleshoot for high blood glucose level. Customer reported that the insulin was active on auto mode. The customer was advised to discontinued the insulin pump and revert to backup plan. The insulin pump will not be returned for analysis.